Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactfully inspected. Inspection revealed that the tip was flared/misshapen/inverted, and extruded shaft material pulling away from metal ¿arms¿ of collar lifting away from shaft material. The inner diameter (ID) of the collar could not be accurately measured due to the damage to the device, and the tip could not be measured as the devices could not be separated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-may-2018. It was reported that the catheter was unable to cross the lesion. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A guidezilla¿ ii pv long guide extension catheter was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the metal "arms" of the collar were lifted from the shaft material.